Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-11: additional information was received from the manufacturer representative (rep). It was reported that the cause of the shocking issue was not determined, and the patient was awaiting a lead revision to be scheduled. The issue was not resolved. (B)(6) 2025: the patient had both spinal cord stimulator (scs) leads replaced today. In intra-op testing, they said they felt scs in both feet. All impedances within normal limits. In the next follow up communication, it was reported that the patient had both leads revised today. When checking their stimulation pattern post-operatively, they reported only feeling paresthesia in their pocket site. They will be re-evaluated at their follow up appointment which will occur in approximately 10 days.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead, section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-jun-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 16-jun-2027, UDI#: (B)(4). B3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced extreme tingling and pain in the generator pocket when adjusting the spinal cord stimulator (scs) for the right leg and foot. Paresthesia was felt only in the generator pocket with every configuration of programming for the right lead, and no scs sensation was felt in the right leg or foot. The patient also reported discomfort, soreness, pinching, walking difficulty, immobility, loss of balance, and an inability to get out of bed. An x-ray of the leads was ordered for further evaluation. The right lead programming was turned off completely, and the patient was scheduled for a follow-up appointment in a month. The issue was ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) was seen at their pain physician's office. Pt was to be re-evaluated as to why they received a shocking sensation in their generator pocket when their right lead was activated. New x-rays were taken to help the hcp in determining if there had been any lead migration. Lead connectivity and impedances were tested and are all normal. The x-rays were negative for lead migration. The right lead was again activated. This proved positive for generator pocket shocks. The patient will be scheduled for a lead revision.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) had their lead revision on (B)(6) 2025. Rep has asked the pt to return the device, but the pt has discarded the device and it will not be returned.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2023-10-20 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; it was reported a lead revision was performed on (B)(6) 2025. The patient reported that after the procedure they were still feeling stimulation on their generator pocket when they increased amplitudes. On (B)(6) 2025 the patient had a follow up. The patient was still experiencing stimulation on their generator pocket site, but the sensation seemed to be subsiding slightly. The patient would be re-evaluated on (B)(6) 2025. Additional information was received; it was reported the patient still felt uncomfortable stimulation in the battery pocket. There were only 2-3 electrodes that if programmed, the patient stated they did not feel it at the battery site. The patient was reprogrammed with those electrodes and physician ordered x-rays. Patient would reach out after (B)(6) 2025 to schedule follow up.